Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that minute ventilation oversensing was occurring, with pace impedances jumping greater than 3000 ohms, on the right atrial (ra) lead. While significant noise was present, the intrinsic rhythm of the patient, could be seen. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.